Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 345. Review of prior servicing indicates this is a repeat service event within the last 12 months. The direct cause of the previous servicing was the upstream thermistor. All service actions were completed during the last service cycle. The cause of the current event was identified to be a failing upstream thermistor, the ultrasonic sensor requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.